Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#:va0lf52, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: v875361, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 26-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was asking for previous implant dates. They state the ins was replaced this past friday on (B)(6) 2019. They said they don't know if it was replaced due to a problem, but it has done absolutely nothing, the tremor is still the same and it's really bad so they went through all of this for nothing." No further complications were reported or anticipated with this event. Additional information was received from the patient reporting that the left side implant is not working right since implant. They state the leads are "not registering" and her right hand is shaking so bad she can't eat or write. Patient stated they are working with her doctor on this. The stated the right ins was replaced on (B)(6) 2019 and it is working great.